Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump was in bad shape. The device had alarmed bad battery, weak battery, off, no power, and motor error. Troubleshooting was performed for the alarms. Customer stated at the time the motor error alarm occurred her blood glucose was 437 mg/dl. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the occlusion test and was unable to prime during the prime test due to a faulty force sensor. The motor passed the motor test. The pump was received with normal operating currents. No unexpected low battery, bad battery, off no power or weak battery alarms noted. The pump was programmed with multiple bolus deliveries, and they all delivered properly. No unexpected slow deliveries noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked lcd window.